Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 of the same event. It was reported from (B)(6) that during a surgical procedure for a tibial diaphyseal fracture applying expert tibial nail system, it was observed that the radiolucent drive device started idling and stopped functioning when the surgeon was drilling a second hole. The surgeon was able to drill the first hole successfully with no issues. The radiolucent drive device was disassembled and reassembled back to the adapter device, power module device and the battery handpiece device but did not work so the hole was drilled manually using a long drill bit device. The procedure was completed successfully. There was a thirty minute delay to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.